Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) and left ventricular (lv) lead exhibited decreased pacing impedance measurements of 300 ohms. Additionally, decreased r-wave measurements and storage of inappropriate ventricular tachycardia (vt) episodes were noted due to double counting. An x-ray was performed and revealed that the rv and lv leads had dislodged into the right atrium. A revision procedure was performed. The leads were successfully repositioned. This product remains implanted and in service. No additional adverse patient effects were reported.